Manufacturer narrative:
Section a, section b: updated with additional information. B5: additional information was received that the event occurred during testing. There was no patient involvement. E1: correction.

Event description:
It was reported that device had an error code. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The device shows error code 41541 after power up. The root cause of the issue was determined as fluid ingression. Error code list latch/lock optic flex sensor needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.